Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Based on previously reported complaints, the likely cause, as determined by the legal manufacturer, was a malfunction of the main printed circuit board that processes images, resulting in the reported problem.

Manufacturer narrative:
The suspect device has not been returned to olympus and a root cause cannot be determined.

Event description:
A user facility reported to olympus that their monitor failed to display an image. There was no patient injury or harm associated with the problem reported to olympus.